Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.